Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant attempt, the right ventricular (rv) lead's insulation became worn due to the patient's anatomy. It was further reported that the rv lead impedances were low. Another lead was used and no patient complications have been reported as a result of this event.